Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following an unrelated surgical procedure, the patient had a foley catheter placed as he had difficulty voiding. The patient followed up with the physician one month later. The catheter was removed and cystoscopy was performed which showed complete urethral erosion of the artificial urinary sphincter (aus) as well as infection. The patient had the aus removed, and the urethral erosion was repaired. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. The cuff was visually inspected, and leak tested. Inspection of the device revealed no damage or irregularities, and no fluid leaks were identified during the leak test. Based on the information available and analysis results, the reported clinical event was unable to be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following an unrelated surgical procedure, the patient with this artificial urinary sphincter had difficulty voiding. A catheter was placed and the patient followed up with the physician one month later. At this time, the catheter was removed and a cystoscopy was performed. This showed complete erosion of the aus as well as infection. The aus was explanted and the urethral erosion was repaired. No further patient complications were reported.